Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) year old male patient with end stage renal disease (esrd) on peritoneal dialysis therapy developed peritonitis due to constipation. It was noted the constipation caused the peritonitis by transmigration across the peritoneal membrane. The patient's culture was taken on (B)(6) 2016 and showed an elevated white blood cell count. The peritonitis was treated with unspecified antibiotics. The patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.